Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown stryker liner; cat # unk_jr; lot # unknown. Unknown stryker head; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right hip was revised due to pain. A shell, liner, and head were revised to a new shell, mdm liner, adm/ mdm insert, and a new femoral head. Rep reported that no further information will be released by the hospital or surgeon.